Event description:
During preventive maintenance testing at the user facility, a spark was noted at the ac connector of the ac power cord. There were no reports of any adverse patient events and no reported delays of critical therapies while the unit was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.